Event description:
Additional information received 3/24/97 indicates the device from the patient and replaced with another device on 3/24/97 due to fluid loss of a cylinder.

Manufacturer narrative:
Pump performed within specifications. Cylinder had a wear leak. Cylinder performed within specifications. Rear tip extender (rtf) broken.